Manufacturer narrative:
Button error alarm and no button response due to flattened escape button dome switch. The insulin pump was received with cracked battery tube threads, a cracked display window corner, cracked reservoir tube lip, and a scratched display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. A button was not held down for 3 minutes or longer. The blood glucose reading was 20.1 mmol/l. Nothing further was reported.